Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm seal did not deploy correctly. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the facility for evaluation. Signs of clinical use and evidence of blood were observed. There was blood observed on the loading device. There was blood on the plunger and the tube of the delivery device. There was no blood inside the delivery tube. The delivery tube was bent. The blue slide lock was found to be in the unlocked position, however the plunger was not depressed. The seal was also found stuck inside the loading device. Based on the returned condition of the device and the evaluation results, the reported failure "failure to deploy" was not confirmed, but confirmed for the analyzed failures, "failure to load", and "bent tube".

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm seal did not deploy correctly. The hospital did not report any patient effects.